Event description:
It was reported that the patient received the ipg has reached end of life notification. It is unknown if this occurred prematurely. Patient was receiving therapy. Surgical intervention took place on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue. Therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.